Manufacturer narrative:
The initial reporter address has been modified to reflect the stated initial reporter address located in the pr # (B)(4). The reported event, the housing broke and fractured, was confirmed. During the inspection the service technician observed physical damage. The tech found that the top housing had separated from the bottom housing at the weld site. The battery housing was discarded at the manufacturer.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.